Manufacturer narrative:
Atrial lead had poor sensing historically.

Event description:
New information received notes that the atrial lead had poor sensing historically.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited sensing anomaly. Lead was explanted during the device upgrade procedure. The new lead was damaged while suturing the lead so the physician re-implanted the chronic lead. The patient remains stable during and post procedure.